Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was calling about recharging but mentioned that with this implant the lead had wrapped itself around the implant and broke. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28; lot#: va1lula; explanted: (B)(6) 2020; product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.